Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿ (however, a specific value was not provided), felt "sick", and had small ketones; cause was not known. Customer performed a supply change in attempt to address the issue and was taken to the emergency room by a family member. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.